Event description:
User facility medwatch received which states: percclose proglide - one foot was retained in the body. Perclose was deployed to radiofrequency ablation using preclose technique but presence of one of the footplates was retained in the body. At the completion of the procedure, a femoral angiogram was performed. Poor flow was appreciated by the mds. Vascular surgery team consulted emergently and evaluated patient in the ccl [cardiac catheterization laboratory]. Patient rushed to the operating room for emergency right groin cutdown and exploration and subsequent treatment. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. User facility medwatch #mw5150166.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use (eifu), as a known adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.